Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement into the superior vena cava. It was noted that the patient experienced phrenic nerve stimulation as a result. The ra lead was repositioned but dislodged again, and it was subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The analyst noted that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.